Manufacturer narrative:
The lead is not able to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise that was oversensed, resulting in inappropriate shock delivery to the patient. The pacing impedance was high, out-of-range at greater than 2,000 ohms. The lead was confirmed to be fractured below the yoke. This lead was surgically abandoned and replaced. The device remains in service. No additional adverse patient effects were reported.